Event description:
It was reported the patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to an unknown reason. During the procedure, there was evidence of trunnionosis. The acetabular cup, liner, and modular head were removed and replaced with a biomet modular head and a competitor cup and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.